Event description:
Related manufacturer reference number: 3006705815-2023-04608. It was reported that x-rays showed that the lead migrated. No accidents, falls, trauma, or weight fluctuations were reported. Surgical intervention was undertaken wherein the lead was explanted and replaced. Therapy was restored.

Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.